Manufacturer narrative:
This event occurred in (B)(6). The occupation is lay user/patient.

Event description:
The patient stated that he received an erroneous result when testing with coaguchek xs meter serial number (B)(4). The patient stated that he has steadily had values of 2.4 inr for five weeks except for some values that were between 2.6 inr and 2.9 inr. At 8:45 a.m. On (B)(6) 2018, the patient measured a value of 2.4 inr when testing with his meter. At 9:45 a.m., the patient tested a sample on the doctor's coaguchek xs meter and the result was 3.4 inr. The patient stated that he had a bruise/bloodshot spot on the top of his right hand. He stated that he took the wrong amount of medication based on the meter result and received the bruise due to this. No further details were provided. No adverse events were alleged to have occurred with the patient. The patient's therapeutic range is 2 - 3 inr. The patient's product was requested for investigation.

Manufacturer narrative:
The patient¿s meter and strips were returned for investigation. The returned test strips were measured with the returned meter with a high level control sample. Testing results: specified target range 3.1-3.9 inr (±11.5% around the lot specific target value of the complained test strip lot / control lot combination). All inr values were within the specified target ranges, confirming the functionality of the coaguchek measuring system. No error messages occurred. Relevant retention test strips (lot 266838) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The returned customer material and retention material complied with specifications.